Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 2032227-2015-17776 regarding this event.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer's parent called and reported the customer was having an issue with leaky reservoirs. The customer's blood glucose was 500 mg/dl. It was stated the location of the leak was possibly at the top connection, but customer's parent was unsure. A leak was found in the reservoir compartment. No cracks or splits were found in the reservoir barrel and all components were present. Customer was advised the reservoir would be replaced and agreed to return the product for analysis.